Event description:
Per midas report, bullet on the wareing tunneler detached after being inserted into patient. After inspection, it appeared one ball bearing that retained the bullet to the tunneler was missing.

Event description:
Per midas report, bullet on the wareing tunneler detached after being inserted into patient. After inspection, it appeared one ball bearing that retained the bullet to the tunneler was missing.